Event description:
End user's caregiver states he had a recent diagnosed uti with use of this product at beginning of this month. She said "they are not blaming these catheters as the cause for his recent uti with use of this product, his usual catheter." She states end user "has been cathing for his kidney dysfunction, not new to cathing. Caregiver is a nurse as well she said. She said feb 1st of this month he started having blood in his urine, discomfort, frequency urgency and low grade fevers so they went to the urologist." For some reason, she said it was because of "how the order was placed" by the md only a ua was done so after waiting for the culture result that never came, they had to call and the urologists' office had then do another urine specimen that included a culture and sensitivity and finally they got the result that showed a uti and he was placed on a round of antibiotics last week - feeling much better on this round of oral antibiotics (name unknown). " in regards to his cathing routine, "she said he is "not diligent" about always washing his hands prior to cathing. He does cleanse his meatus prior to cathing. Reminded about the use of the no touch sleeve as well. She said she tries to give him as many reminders as she can about hygiene to prevent utis.".

Manufacturer narrative:
A2: age: 87, sex: male. D2: common device name: ultra male 16in coude tip. D2b: procode: kod. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005471919.